Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient called to report a frozen display. The patient woke up in the middle of the night with high blood glucose levels. The patient tried to program a bolus, but the unit would not respond. Troubleshooting was performed. The patient inserted a new battery, and the device gave a failed battery test alarm, but it could not be cleared due to the frozen screen. Nothing further was reported.